Event description:
It was reported to philips that the system did not boot up successfully; it got stuck at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log files could not confirm any malfunction. A philips field service engineer (fse) inspected the system onsite and confirmed the reported event. During troubleshooting, fse found that the issue was with flex vision hard drive. Fse resolved the issue by reseating the main hard drive of flex vision. After reseating the main hard drive of flex vision, the system was returned to use in good working order. The codes were updated based on the investigation outcome.